Manufacturer narrative:
Phone (B)(6). B3, g4, d9 unknown. One device was received for evaluation. Visual inspection found the device to be in worn condition, and the dso gasket had an air bubble. A review of the event history log found records of "downstream occlusion" and "upstream occlusion" alarm messages. Functional testing was unable to duplicate the reported problem; however, the ehl verified the reported problem. The root cause was unable to be established. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'no cut-off pressure/overpressure' issue. There was unknown patient involvement.